Event description:
The customer reported a leak from the coulter act diff 2 analyzer. The volume of the leak was about 4 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found that tubing had become disconnected from feed through fitting ff2. The customer reattached the tubing, which repaired the leak. The repairs were verified by the customer. (B)(4).